Event description:
It was reported that water leaked during the placement.

Manufacturer narrative:
The reported event was unconfirmed as the device meets specifications. The device did not fail to meet relevant specifications. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. An amber lubricath foley catheter was returned. The catheter was inflated with 10 ccs of deionized water. No leaks were noted. The catheter was then able to be deflated with no issue. The catheter met specification, as it would have passed functional leak testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked during the placement.